Event description:
It was reported that following two emergency cardiac bypass surgeries, the stimulator was turned on and the patient experienced shaking all over. Refer to manufacturer's report # 3004209178-2012-00203.

Manufacturer narrative:
Stimulator model 37712, serial # (B)(4), implanted: (B)(6) 2008 explanted: unknown; recharger model 37752, serial #(B)(4); recharger model 37752, serial #(B)(4); programmer model 37743, serial #(B)(4); programmer model 37742, serial #(B)(4); accessory kit model 3550-29, serial # (B)(4), implanted: (B)(6) 2008 explanted: unknown; lead model 39565-30, serial #(B)(4), implanted: (B)(6) 2009 explanted: unknown; lead model 3587a, serial #(B)(4). Implanted: (B)(6) 2008 explanted: unknown; extension model 3708160, serial #(B)(4), implanted: (B)(6) 2009 explanted: unknown; extension model 3708160, serial #(B)(4), implanted: (B)(6) 2009 explanted: unknown; extension model 3708340, serial #(B)(4), implanted: (B)(6) 2008 explanted: unknown